Event description:
On december 16, 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioflex meter was displaying an unspecified error message then the battery indicator began to appear after so many error messages. The complaint was classified based on the customer service agent (csa) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter issues began at an unspecified time on (B)(6) 2019. It was not reported if the patient takes any medication to manage her diabetes or if she made any changes to her usual diabetes management regimen due to the alleged issues. The patient reported that an unspecified time after the alleged issues began, she started feeling ¿unwell.¿ the patient claimed she had to proceed to the emergency room however it was not reported what treatment was received. At the time of troubleshooting, the csa noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csa documented that based on the information provided, the battery needed to be replaced however the patient did not have a replacement battery available at the time of the call. Replacement product was sent to the patient. The alleged error message issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message. The patient was unable to be contacted to confirm the treatment received however this complaint is being reported because the patient claims she became unwell and had to go to the emergency room as a result of the alleged meter issues.